Manufacturer narrative:
It was reported from a literature review that the patient participated in a trigen humeral nail study and the patient reported a damage of the rotator cuff tear that was documented with an MRI three months after surgery. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. Possible causes could include but are not limited to size of device, user/procedural variance or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient participated in a (B)(6) study and the patient reported a damage of the rotator cuff tear that was documented with an MRI three months after surgery.